Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, establish final arm angle (efaa) was tested and mitraclip xtw was opened while locked to about 45 degrees. The clip was unlocked and reopened to 120 degrees. Grippers were raised and relowered and relocked the clip at 120 degrees. Clip was closed completely and turned actuator knob back to sloppy neutral position. However, clip was opened to about 45 degrees and held at the angle. Clip was removed from the patient and replaced with the new mitraclip xtw and continued the procedure. All steps were performed as per IFU. Troubleshooting was performed. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open, efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. Based on the information provided and the analysis of the returned device (unable to confirm the reported issue), a cause for the reported unintended movement associated with clip opened during efaa/testing the lock could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, establish final arm angle (efaa) was tested and mitraclip xtw was opened while locked to about 45 degrees. The clip was unlocked and reopened to 120 degrees. Grippers were raised and relowered and relocked the clip at 120 degrees. Clip was closed completely and turned actuator knob back to sloppy neutral position. However, clip was opened to about 45 degrees and held at the angle. Clip was removed from the patient and replaced with the new mitraclip xtw and continued the procedure. All steps were performed as per IFU. Troubleshooting was performed. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.